Event description:
Procedure performed: appendicectomy by laparoscopy. Event description: [translation] during camera movements in the trocar during the procedure, a defect is detected in the trocar tip. The operator decides to continue with the procedure. The camera is removed and the faulty trocar is removed. The distal tip was found to be broken, as well as a crack. The trocar is replaced by a new one, which is reinserted. The camera is reintroduced to search for the broken piece that has remained in the patient. The operator proceeds to wash the area, in declive, unwinding all the hail coves in order to find the piece. It was not in the patient's belly. The piece is finally found in the abdominal wall, at the level of the umbilicus incision. The operator checks that the piece found matches the broken trocar perfectly, to ensure that no other piece remains in the patient. Information received from ansm via email on 2nov23: [translation] patient's current condition: 25 min additional operating time (and anesthetic time, in fact). Actions taken in the care facility to manage the patient: nr. Information received from applied medical representative via email 3nov23: no patient injury occurred. The patient is okay. Appendicectomy by laparoscopy was being performed. Scope 30° and 10mm were used. The obturator was already removed when the fracture was noticed. Additional information received from applied medical representative via email on 9nov23: the trocar was inserted with rotation, alternating clockwise and counterclockwise. There was no difficulty during insertion. The break was considered a clean break. A 30° and 10mm scope was used. The broken cannula was used as a camera port. Type of intervention: device replacement and removal of broken piece. Patient status: no patient injury occurred. The patient is okay.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: appendicectomy by laparoscopy. Event description: [translation] during camera movements in the trocar during the procedure, a defect is detected in the trocar tip. The operator decides to continue with the procedure. The camera is removed and the faulty trocar is removed. The distal tip was found to be broken, as well as a crack. The trocar is replaced by a new one, which is reinserted. The camera is reintroduced to search for the broken piece that has remained in the patient. The operator proceeds to wash the area, in declive, unwinding all the hail coves in order to find the piece. It was not in the patient's belly. The piece is finally found in the abdominal wall, at the level of the umbilicus incision. The operator checks that the piece found matches the broken trocar perfectly, to ensure that no other piece remains in the patient. Information received from ansm via email 2nov23: [translation] patient's current condition: 25min additional operating time (and anesthetic time, in fact) actions taken in the care facility to manage the patient: nr information received from applied medical representative via email 3nov23: no patient injury occurred. The patient is okay. Appendicectomy by laparoscopy was being performed. Scope 30° and 10mm were used. The obturator was already removed when the fracture was noticed. Type of intervention: device replacement and removal of broken piece patient status: no patient injury occurred. The patient is okay.